Event description:
Pts reported to nurse that the condoms were "no good"; they keep tearing and now they refuse to accept any more of them. Program director inserted hand into one of the condoms and it tore.